Event description:
It was reported that during a lap sub total colectomy procedure, the device's tissue pad started to melt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.